Manufacturer narrative:
A component of the system, case recordings have been received and are currently under evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient suffered pneumothorax. According to the physician, the pneumothorax was likely caused by endobronchial ultrasound bronchoscopy. A chest tube was inserted.

Manufacturer narrative:
A component of the system, case recordings and log files were returned and evaluated. According to procedure recordings log analysis navigation was performed to a peripheral rml target that was in close proximity to the pleura. No unusual findings or evidence for software malfunction were observed during the analysis. No findings indicating pneumothorax were observed in procedure log analysis. System performed as designed. If information is provided in the future, a supplemental report will be issued.